Event description:
The event involved a ext set w/chemolock¿, chemolock port¿ where the customer reported a leak at the filter leading to chemotherapy spillage. Visually, there were no cracks/holes, the leak was detected by the nurse at the time of connection between the infusion bag and the device. Clinical consequence noted: interrupted chemotherapy treatment with loss of medication, chemotherapy contact with the nurse's (gloved) hands. Actions taken: replacing the device after discarding the defective one. There was unknown patient involvement and unknown adverse event/human harm.

Manufacturer narrative:
The actual used device was not returned for evaluation. A picture was returned showing the labeling on the back of the package. The complaint of "device leak at the filter leading to chemotherapy spillage" could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.